Event description:
Complainant alleged that during a routine shift check by a clinican, the device shut down when charging to 360 joules. Complainant indicated that there was no patient involvement in the reported malfunction.